Manufacturer narrative:
A brake detent was sent to the account. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the bed is not going into brake mode and is popping out of brake. He has adjusted the caster set screws.